Manufacturer narrative:
Investigation ongoing hamilton medical ag complaint number: cer (B)(4). Follow-up 1 - corrected information: **UDI related data quality updates only** no UDI required, device was manufactured 24.07.2014.

Event description:
The following was reported to hamilton medical ag: -flow sensor test is not getting pass. -calibrated service software mode but autozero valve not getting pass. Failure occurs during the general check. The patient was not involved.

Manufacturer narrative:
Hamilton medical ag case number is: (B)(4).

Event description:
The following was reported to hamilton medical ag: -flow sensor test is not getting pass. -calibrated service software mode but autozero valve not getting pass. Failure occurs during the general check. The patient was not involved.